Manufacturer narrative:
At this time, the lead remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead exhibited a gradual decrease in the pacing impedance measurements and r wave measurements. There was a slight increase in the shock impedance measurements as well. Patient isometrics reproduced noise on the shock channel at that time. Then the pacing impedance measurements were less than 200 ohms. No adverse patient effects were reported. The lead remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received which indicated the lead was surgically abandoned and replaced. No additional adverse patient effects were reported.